Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) from 50s to 74 mg/dl. The customer believed the pump basal rates needed to be adjusted. Juice was consumed and insulin delivery was stopped to address bg. A recommendation was made for the customer to discuss low bg with a healthcare provider.